Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that in the morning of (B)(6) 2019, the patient experienced high blood glucose level and diabetic ketoacidosis due to bent cannula. Subsequently, the patient was admitted to the hospital with blood glucose level at 18 mmol/l and ketone level at 4.8 mmol/l. The site location was the patient's stomach. The infusion was changed the same day and the event occurred on the first day of infusion set use. On (B)(6) 2019, the patient was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.